Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. After the lens was inserted, the surgeon decided to use a different diopter size. The surgeon removed the lens with no pt injury. The incision was not enlarged and no suture was used. Another same model, different diopter size was implanted. The surgeon was not sure of the calculation of the first lens and after he inserted the lens he decided to go with the different diopter size. There was no device malfunction.

Manufacturer narrative:
(B)(4). Based on the complaint history, it was determined that the root cause of this event was due to calculation, incorrect size for the pt. (B)(4).